Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd micro-fine ultra¿ pen needle had leakage through the protective tube. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: ninety six sealed 32g x 4mm pen needle samples were returned from lot no. 6355800, cat. No. 320141. Clog test was carried out on thirty samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: clog test was carried out on thirty samples and no issues were observed. Root cause description: no issues were observed with the returned samples therefore no root cause can be identified. Corrections: it was reported that a bd micro-fine ultra¿ pen needle failed to supply the correct dosage of insulin to the lay-user resulting in high blood sugar for the user. The user was required to adjust the insulin dosage based on measured blood sugar. Lay user monitored blood sugar levels using a freestyle libre with senor. The layer user consulted several times with a diabetes clinic for the high blood sugar. Relevant tests and lab data: consultation with diabetes clinic, bolus dosage, freestyle libre sensor. Type of reportable event: serious injury. Adverse event: required intervention.

Event description:
It was reported that a bd micro-fine ultra¿ pen needle failed to supply the correct dosage of insulin to the lay-user resulting in high blood sugar for the user. The user was required to adjust the insulin dosage based on measured blood sugar. Lay user monitored blood sugar levels using a freestyle libre with senor. The layer user consulted several times with a diabetes clinic for the high blood sugar.